Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: (B)(6) 2023. H6: investigation summary it was reported, when replacing the needle cap, the needle protruded through the cap and caused an injury to a finger. To aid in the investigation, one sample in an opened packaging blister and one photo was provided for evaluation by our quality team. A visual inspection was performed and the plastic shield has an orifice where the needle penetrated while being recapped. The photo provided shows the sample received. It could be possible the customer is not using the product as intended as this unit should not be recapped. A device history record review was completed for provided material number (B)(4), lot 2279083. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. H3 other text : see h10.

Event description:
It was reported that the bd® blunt fill needle 18 g x 1 1/2 in. Protruded through cap causing injury to finger. The following information was provided by the initial reporter: upon replacing needle cap, needle protruded through cap causing injury to finger

Event description:
It was reported that the bd® blunt fill needle 18 g x 1 1/2 in. Protruded through cap causing injury to finger. The following information was provided by the initial reporter: upon replacing needle cap, needle protruded through cap causing injury to finger.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.